Manufacturer narrative:
The investigation determined (B)(6) vitros hbsag results were obtained from a proficiency sample while using a vitros 5600 integrated system. The investigation could not determine a definitive root cause. The proficiency report for sample yb-5 indicated that the vitros user obtained a vitros hbsag (B)(6) result similar to the siemens immulite 200 method, suggesting the possible presence of an unknown matrix effect that affects the vitros and siemens hbsag method, although this could not be confirmed. There was no indication the vitros hbsag reagent or the vtros 5600 analyzer malfunctioned.

Event description:
The customer obtained (B)(6) vitros hbsag results from a single (B)(6) proficiency sample on a vitros 5600 integrated system that was expected to be (B)(6) reactive by the (B)(6) vendor. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of affected patient samples, however; the investigation cannot rule out that patient sample results would not have been affected if the event were to recur undetected. There was no report of patient harm as a result of this event. (B)(4).